Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in 2011 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events for the same patient involving two separate products; associated mdrs #1225714-2013-03800, 03801, 03802 and 03803.